Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity was found to be at 12% approximately 5.5 months post implant. A request was made to have data from this device analyzed. Data analysis showed the device was exposed to intermittent magnet applications on october 30th for about two hours. The number of beeps in response to the magnet detections was enough to trigger a battery depletion (bd) error. Technical services (ts) confirmed the pg is depleting normally, and the battery voltage shows it has already started recovering. The error can be reset, and no further action is required. No adverse patient effects were reported.